Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The customer was instructed by the olympus representative to use the kaigen washer correctly and if the scope is manually cleaned, to take the necessary actions. The customer was provided guidance on cleaning methods. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported that when onsite at the customer facility, it was observed the forceps channel on multiple scopes were not completely clean. After using a kaigen washer, a yellowish liquid would come out after washing. As the detergent the customer uses is expensive, the customer did not use the cleaning function and only performed disinfection. It is believed the customer cleans the scope at bedside using a conduit tube. There was no patient harm associated with this event. Patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Evaluation results for this unit determined that the forceps channel had not been completely cleaned. It was also observed that a yellowish liquid came out of the device after washing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The cause of this suggested phenomenon was presumed to be incorrect or insufficient reprocessing by the operator. It was recommended to instruct the method of handling regarding usage environment, reprocessing and so on to the operator. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The event can be detected/prevented by following the instructions for use which state: "warning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." "Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Clean the external surface, immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flush the air/water channel with detergent solution. Remove detergent solution from all channels." "If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.